Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed showing the time is approaching for device replacement. Battery voltage 2.83 volts; pre-approaching recommended replacement time (rrt).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited rapid battery depletion and will be replaced much sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.